Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device lost connection with the defibrillation electrodes connected to the device during patient use. The customer advised that spare electrodes were available and was used; however, the device was still unable to establish electrode connection. In this state, the device would not be able to provide therapy. The patient associated with the reported event did not survive. The customer informed that they believe the device had nothing to do with the patient outcome as it was a complex situation.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The electronic patient record from the reported event date was downloaded and reviewed by a physio customer quality engineer. The reported issue was verified. It was observed that the pacing function was activated which resulted in 40 seconds of no ECG trace in the paddles lead. When the pacing function is utilized, the therapy electrodes are not capable of monitoring ECG and delivering pacing current at the same time. The lifepak 15 operating instructions instruct the user to use the ECG cable in combination with the therapy cable to perform demand pacing. This allows the user to observe the ECG rhythm at the same time it delivers pacing. The likely cause of the reported issue was due to the user unintentionally initiating the pacing function which resulted in the device to no longer show ECG trace through defibrillation electrodes.

Event description:
A customer contacted physio-control to report that their device lost connection with the defibrillation electrodes connected to the device during patient use. The customer advised that spare electrodes were available and was used; however, the device was still unable to establish electrode connection. In this state, the device would not be able to provide therapy. The patient associated with the reported event did not survive. The customer informed that they believe the device had nothing to do with the patient outcome as it was a complex situation.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was unable to verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device lost connection with the defibrillation electrodes connected to the device during patient use. The customer advised that spare electrodes were available and was used; however, the device was still unable to establish electrode connection. In this state, the device would not be able to provide therapy. The patient associated with the reported event did not survive. The customer informed that they believe the device had nothing to do with the patient outcome as it was a complex situation.